Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of this error appears to be a group mistake of the components not being checked before the surgery and before implantation. It was denied that there was a packaging error. The possible impact to the patient is pain due to change in alignment and mechanics of the knee and possible accelerated wear due to loading differences of the insert and kinetic motion issues all which may lead to an earlier revision than with using all journey components. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that an anthem femoral component was implanted instead of a journey ii femoral component. On (B)(6) 2020 during the surgery the cutting was completed for journey ii femur 7 / insert 12 mm / tibia 5, however an anthem femur 7 / journey ii insert 12 mm / journey ii tibia 5 were delivered and implanted. There was a mismatch between femur and insert (anthem femur implantation after journey ii bcs cutting). It was immediately reported to surgeon who started monitoring the patient¿s condition.